Manufacturer narrative:
The device is expected to be returned for evaluation. It has not been received.

Event description:
The event occurred on an unknown date involving a 15 cm (6") appx 0.22 ml, smallbore pressure infusion (400psig) ext set w/microclave clear, clamp, rotating luer where it was reported that a black substance contamination on an extension set on the rotating luer part. There is no report of patient involvement or human harm. No additional information was provided.

Manufacturer narrative:
D9 - date returned to mfg: 1/11/2023. The returned single used 011-mc330254 extension set was confirmed to have black embedded plastic in the distal male luer portion of the assembly that failed inspection criteria. The black embedded plastic is not in the fluid path. The probable cause is a molding defect in manufacturing.